Manufacturer narrative:
B5: information added. H6: impact code added; additional device required.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed under general anesthesia with transesophageal echocardiography (tee) guidance. Baseline tee confirmed no pre-existing thrombus within the laa. The laa was described as broccoli-shaped with an anterior lobe and multiple distal lobes. Transseptal puncture was performed and 8,000 units of heparin were administered, with the first activated clotting time (act) obtained approximately 60 minutes later which was 302 seconds. Additional heparin was administered during the procedure for a total of 12,000 units. A watchman fxd curve access system (was) was inserted. A 35mm watchman flx closure device and delivery system (wds) was inserted. During attempts to position the wds within the laa, difficulty was encountered due to complex, multi-lobar anatomy. While attempting to gain additional depth with a pigtail catheter, mobile thrombi were visualized on tee at the junction of the closure device and delivery cable of the wds. The thrombus was not biased toward the limbus. Additional heparin was given in response to the thrombus. A second 35mm wds was opened; however, positioning in the laa remained challenging. Given the presence of thrombus, the physician elected to abort the procedure, with no thrombus being visualized. The patient was awakened and underwent a computed tomography (CT) scan, which demonstrated no neurological deficit or deterioration. The patient was left anticoagulated observed overnight. The patient fully recovered, and no patient complications occurred. It was further reported the mobile thrombus came out of the device by using suction, and also some remained stuck on the wds. The patient was discharged the following day with no complications or neurological deficits.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed under general anesthesia with transesophageal echocardiography (tee) guidance. Baseline tee confirmed no pre-existing thrombus within the laa. The laa was described as broccoli-shaped with an anterior lobe and multiple distal lobes. Transseptal puncture was performed and 8,000 units of heparin were administered, with the first activated clotting time (act) obtained approximately 60 minutes later which was 302 seconds. Additional heparin was administered during the procedure for a total of 12,000 units. A watchman fxd curve access system (was) was inserted. A 35mm watchman flx closure device and delivery system (wds) was inserted. During attempts to position the wds within the laa, difficulty was encountered due to complex, multi-lobar anatomy. While attempting to gain additional depth with a pigtail catheter, mobile thrombi were visualized on tee at the junction of the closure device and delivery cable of the wds. The thrombus was not biased toward the limbus. Additional heparin was given in response to the thrombus. A second 35mm wds was opened; however, positioning in the laa remained challenging. Given the presence of thrombus, the physician elected to abort the procedure, with no thrombus being visualized. The patient was awakened and underwent a computed tomography (CT) scan, which demonstrated no neurological deficit or deterioration. The patient was left anticoagulated observed overnight. The patient fully recovered, and no patient complications occurred. It was further reported the mobile thrombus came out of the device by using suction, and also some remained stuck on the wds. The patient was discharged the following day with no complications or neurological deficits.

Manufacturer narrative:
Medical media was provided and reviewed by bsc quality engineers for relevance to the complaint allegation. The media provided did not appear to depict any device or user related allegations and resulted in no questions requiring further investigation. The device was not returned for analysis as the device was contaminated; therefore, a technical analysis could not be performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed under general anesthesia with transesophageal echocardiography (tee) guidance. Baseline tee confirmed no pre-existing thrombus within the laa. The laa was described as broccoli-shaped with an anterior lobe and multiple distal lobes. Transseptal puncture was performed and 8,000 units of heparin were administered, with the first activated clotting time (act) obtained approximately 60 minutes later which was 302 seconds. Additional heparin was administered during the procedure for a total of 12,000 units. A watchman fxd curve access system (was) was inserted. A 35mm watchman flx closure device and delivery system (wds) was inserted. During attempts to position the wds within the laa, difficulty was encountered due to complex, multi-lobar anatomy. While attempting to gain additional depth with a pigtail catheter, mobile thrombi were visualized on tee at the junction of the closure device and delivery cable of the wds. The thrombus was not biased toward the limbus. Additional heparin was given in response to the thrombus. A second 35mm wds was opened; however, positioning in the laa remained challenging. Given the presence of thrombus, the physician elected to abort the procedure, with no thrombus being visualized. The patient was awakened and underwent a computed tomography (CT) scan, which demonstrated no neurological deficit or deterioration. The patient was left anticoagulated observed overnight. The patient fully recovered, and no patient complications occurred.